Event description:
(B)(4). Severe fatigue, debilitating. No amount of sleep makes me feel rested. Body aches and severe flu like symptoms lasting for approximately 8 weeks. Joint pain (pelvis, hands, ankles, knees, feet, toes, fingers, wrists, shoulders), bone pain and deep pain not just the muscle even though the muscle hurts, too. Pins and needles/stinging (when you are out in the cold and come in and put your hands under hot water), itchy (arms and legs), head feels heavy/foggy head, neck, shoulder ache, sluggish/slow motion feeling, waking up in the middle of the night and not able to go back to sleep, heart racing, memory problems/ confusion/ word retrieval (getting lost going to (B)(6), forgetting wallet/keys, driving home and not knowing where I am, cannot find the right word when speaking, verbal communication has become so much harder) spotting all month long heavy period (passing clots), pelvic pain (all month long, worse with ovulation and period), severe low back pain. (Bought capzacin bc it felt almost like shingles/neurological), bloating, severe dry eyes and no longer able to wear contacts for more than 8-10 hours, used to be able to wear them for weeks. Weakness in hands (progressively gotten worse, used to only be in the morning and now all day), winded going up stairs was running 5 miles 3-4 times a week, could barely walk a mile yesterday. Upset stomach (diarrhea and constipation).

Event description:
(B)(4). Underwent a vaginal ultrasound and the doctor reported that the right coil has partially migrated into my uterus. I have another scan scheduled for the end of (B)(6).